Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unknown procedure, the subject device was used. In the procedure, color bar appeared on the endoscopic image. The user reset the system of the subject device but the image remained abnormal. There was no patient injury reported. On (B)(6) 2019, omsc (olympus medical systems corp.) Received additional information that the intended procedure was completed with another device.